Event description:
It was reported the lead was explanted due to inappropriate shocks. The doctor suspected the lead was defective. The integrity counter indicated oversensing and interference was seen during a previous follow-up. No further patient complications have been reported as a result of this event.